Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Based on the photo sample attached, it was observed that the catheter was broken at shaft of the catheter. However, the exact cause of how and when the problem occurred could not be determined. Potential root cause for this failure mode could be user related (handling issue)/ design issue (in appropriate material choice). The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out of the patient on the 2nd day of use and found that the catheter was broken. After that, the distal fragment fell out spontaneously. Per additional information via email from ibc on 24aug2020, there was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter fell out of the patient on the 2nd day of use and found that the catheter was broken. After that, the distal fragment fell out spontaneously.